Event description:
It was reported from (B)(6) that the clip to secure and release the wire came off the k-wire attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the clip to secure and release the wire coming off the k-wire attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the handle/lever was loose, and the device had a component damage. It was further determined that the device failed pretest for general condition, check function of tensioning lever and check seating of cover sleeve, lid and sleeve for spring. The assignable root cause was determined to be due to component failure from wear.